Event description:
Per the clinic, the patient experienced poor performance with the device due to the internal receiver stimulators being in close proximity to one another, resulting in interference and poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (b)(6)2026, and the patient was reimplanted with another cochlear device during the same surgery.